Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017, due to the patient requiring an MRI scan. It was reported that the patient had poor performance with the device from onset, and rehabilitation was not successful in improving speech performance. It is unknown whether there are plans to reimplant the patient, as of the date of this report.